Event description:
The account alleges that during a vascular angiogram procedure the catheter tip detached. The physician had acquired retrograde femoral artery access and had negotiated the patient's aorta with a guidewire and the 5f catheter. During catheter manipulations within the patient's abdominal aorta the tip detached and migrated into the iliac bifurcation. The physician used a vascular snare device to successfully externalized the foreign body liberating the vessel. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.